Event description:
Manufacturer's investigational unit confirmed the 3rd and 4th connector pins on the inform meter are charred, as well as evidence of melted plastic. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
(B)(4)